Manufacturer narrative:
(Off label use in the periphery) - this report involves cases noted in an article. No devices were available for analysis. The lot numbers were not identified; therefore, a device history record review could not be performed. The emboshield instructions for use (IFU) indicate: "the safety and effectiveness of this device as an embolic protection system have not been established in vasculatures outside of the carotid arteries (coronary, cerebral or peripheral)". Attachment: md, ms, et al; "preventing lower extremity distal embolization using embolic filter protection: results of the protect registry". J endovasc ther 2008; 15:270-276.

Event description:
Device malfunction: none. Time of symptoms/ae: during the procedure. Symptoms/ae: embolization distal to the filter. The following events were noted through a periodic article review. A study was conducted to evaluate the safety and effectiveness of embolic filter protection (efp) in reducing distal embolization during percutaneous lower extremity interventions. Forty patients with 56 lesions underwent treatment using either angioplasty alone (32 lesions), angioplasty with stenting (11 lesions), or atherectomy with any other adjunctive treatment (13 lesions). One efp was used per pt. The author stated that angioplasty with or without stenting also led to distal embolization but to a significantly lesser rate than atherectomy. Reportedly, one pt experienced tibial embolization distal to the filter when the filter was overfilled with debris; the filter was retrieved and the procedure continued without efp. Additionally, unspecified macroembolic events occurred in 22 patients with no adverse effects. The article did not correlate the events to a specific device brand/manufacturer. No additional info was provided.